Event description:
Initial reporter indicated that they needed a whole new programming system as they were returning their old one as it had "lots of problems." No further info has been attained as to what the problem was with the programming system. Good faith attempts are being made for the product return or analysis. Thus far no product has been returned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.